Event description:
It was reported that a patient experienced breathing difficulty coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was hospitalized for breathing difficulty. The cause of the event was unknown. Treatment details of the event were not reported. It was not reported if the patient recovered from the breathing difficulties or if the patient remained hospitalized till the time of death. The cause of death was not reported; nor was it reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that could have caused or contributed to the reported issue. An internal/external inspection was performed with no abnormalities noted. The homechoice device was determined to meet functional performance specification requirements per returned instrument testing evaluation (rite) testing. The device passed all check and calibration tests during service and a short simulated therapy was successfully performed on the device. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of patient death was not reported. Should additional relevant information become available, a supplemental report will be submitted.